Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 05/11/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged cap and casing issue was not duplicated. No damages to the battery compartment were found. Battery cap contact measurements were within specifications. The threads on the returned battery cap were stripped and it was unable to secure properly onto a test pump but it can be remove from the pump. Using a test battery cap, the returned pump powered up to the display with auditory and vibratory features. All the buttons responded properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the cap can not be remove from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.